Event description:
The customer reported that the 840 ventilator had a blank screen. It is unknown if there was patient involvement at the time of the incident. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) and backlight inverter pcb. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).